Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump¿s touchscreen was cracked while the user was carrying the device in a pocket, after which the user could not unlock the device to announce meals or perform supply changes, and the device was replaced. Symptoms included no reported adverse clinical effects and blood glucose was unaffected. Outcomes included a temporary interruption of automated insulin dosing from the ilet with the user transitioning to backup therapy and continuing cgm use via the dexcom app or receiver. Investigation included customer service assessment, verification of shipping and return, delivery confirmation, and collection of use details. Investigation of this case revealed physical damage to the touchscreen resulting in loss of device controllability and user interface function, with the affected component being the display/touchscreen assembly; the device could not be shut down due to the nonresponsive screen, and data were not transferable to the replacement. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage from handling or external impact leading to a broken display and consequent inability to operate the device.